Manufacturer narrative:
(B)(4).

Event description:
This is report 1 of 5 involved in this peritonitis event. It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis. Therapies were ongoing. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. Treatment information was not reported. On an unreported date, the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on h12l14029 and h12k24038 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should relevant additional information become available, a follow-up report will be submitted.